Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 480 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. A new cartridge was loaded onto the pump and insulin was observed exiting from the infusion set tubing.